Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. The attorney alleges multiple revision surgeries; however, no details or medical records have been provided concerning the surgery or nature of the injuries. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). On (B)(6) 2018: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2016, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018: the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the ventrio st (device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .